Event description:
It was reported that the device had all three icons illuminated (service, attention and charge-pak). This failure is indicative of the device not having sufficient power to be able to power up and provide defibrillation therapy. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control provided technical assistance to the customer. The device has not been returned to physio-control for evaluation at this time. The customer was provided with a replacement device.